Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient's history screen noted several power spikes. There was also 1 speed drop associated with a power spike. Two days previous, the patient had been admitted for possible pump pocket infection. Patient labs do not indicate hemolysis at this time.